Manufacturer narrative:
The technician replaced the broken gas spring on the left side of the head section to repair the stretcher.

Event description:
Information received indicates the head section will not go down.